Manufacturer narrative:
It was reported that the patient was receiving electrical stimulation, upon completion of treatment and inspection of skin after electrical stimulation. The physical therapist assistant noted skin alterations and notified their supervisor of the findings. The device has not been returned for evaluation; the rood cause could not be established. If more information becomes available additional reporting will be provided as a supplemental report to this document.

Event description:
It was reported that the patient was receiving electrical stimulation, upon completion of treatment and inspection of skin after electrical stimulation. The physical therapist assistant noted skin alterations and notified their supervisor of the findings.